Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter leaked after 10 min. Of an infusion of taxol. There was no report of patient harm. It was reported that the pharmacist primes the chemotherapy .

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the engagement between the tubing sleeve and the top of the filter. Closer inspection of the leak site observed insufficient solvent at the engagement. The root cause of the customer¿s report was due to insufficient solvent was applied at the engagement of the two components during assembly.